Manufacturer narrative:
Analysis of battery pack serial number (B)(6) confirmed the reported condition of premature battery depletion; however, a specific root cause could not be identified. The battery pack was replaced under warranty. Following installation of the replacement battery, customer service confirmed that the AED is functioning as designed and may remain in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.